Manufacturer narrative:
Customer technical support (cts) did troubleshooting with the customer via telephone and customer changed the tubing attached to the probe, but the issue was not resolved. Cts dispatched service to site. The field service engineer (fse) evaluated the instrument on (B)(4) 2015 and replaced the probe wipe to resolve the leak issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported that a few drops of fluid leaked from the probe on a coulter ac&#29984;diff 2 analyzer onto the counter. The instrument generated incomplete, non-numeric differential results at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.